Manufacturer narrative:
(B)(4). Based upon the investigations of this reported event, the root cause could not be determined. There were no tests or lab data provided, and no images were available for review. The device was not available for evaluation, therefore no physical testing was completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. A follow up computed tomography (CT) showed the patient had a potential type 2 or type 3a endoleak at the junction of the main body and proximal extension. The CT also showed potential aneurysm sac growth. On (B)(6) 2017 the patient had an angiogram which confirmed a type 2 endoleak from a left iliac artery and aneurysm sac growth. There was no failure or malfunction of the implanted devices observed. The patient is being referred to interventional radiology for further treatment. The patient is reported to be doing well.